Event description:
It was reported that during a routine supply change, the user was unable to lock the infusion connector onto the ilet despite the cartridge being flush and a completed rewind; the connector would not lock when twisted to the right. Troubleshooting and education were provided, and the user successfully attached a new connector and resumed insulin delivery using a 6 mm cannula. Investigation of this case revealed that the issue was resolved by replacing the connector, suggesting a defective or damaged connector. No symptoms were reported. Outcomes included no health impact or medical intervention required. It was concluded that the event was related to a device component issue with the connector and was resolved through replacement.